Manufacturer narrative:
The description of event was clarified as an ECG lead-off alarm was too quiet on the second monitor and not heard at the third monitor. Note that at this site, the customer uses additional duplicating monitors to re-display the same information provided at the ics, which is the primary monitor and was not affected by this issue. Additional information was provided by the customer identifying root cause as one speaker on a second duplicating monitor had the volume turned low and one speaker on a third duplicating monitor was unplugged. There was no draeger device malfunction. In regards to the report of no lethal arrhythmia being displayed at the ics, from the ics configuration setting screenshots provided, the arrhythmia processing leads were set to lead ii and v, indicating both of these lead inputs are needed in order to detect an arrhythmia. As both lead ii and v were disconnected, the arrhythmia processing was not possible and no ECG arrhythmia was displayed. The device was working as designed and there was no malfunction. This is an isolated case.

Event description:
The customer reported a critical incident that occurred while connected to a draeger m300 telemetry device on (B)(6) 2019 at around 0240am where a patient passed away. Patient connected to 5 wire lead and ics displaying lead ii only. Leads have become disconnected with only lead iii being monitored but not displayed. Customer reports no audio prompt that leads had become disconnected and no presence of lethal arrythmia displayed on ics.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
The customer reported a critical incident that occurred while connected to a draeger m300 telemetry device on (B)(6) 2019 at around 0240am where a patient passed away. Patient connected to 5 wire lead and ics displaying lead ii only. Leads have become disconnected with only lead iii being monitored but not displayed. Customer reports no audio prompt that leads had become disconnected and no presence of lethal arrythmia displayed on ics.